Event description:
A caller reported receiving a ¿scan again 10 minutes¿ error message was received with the adc device and as result, the customer was unable to obtain glucose readings. The customer experienced symptoms of confusion, sweating, and a loss of consciousness and was unable to self-treat. The emergency services were called and a glucose reading of ¿22¿ and dextil IV (cough medicine) was administered. The customer was then transported to a hospital where they were administered an unspecified injection. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿scan again 10 minutes¿ error message was received with the adc device and as result, the customer was unable to obtain glucose readings. The customer experienced symptoms of confusion, sweating, and a loss of consciousness and was unable to self-treat. The emergency services were called and a glucose reading of ¿22¿ and dextil IV (cough medicine) was administered. The customer was then transported to a hospital where they were administered an unspecified injection. No further information was provided. There was no report of death or permanent injury associated with this event.